Event description:
A male admitted in late 2008 for: left thoracoscopy with left lower lobe biopsy, left pneumonectomy via left thoracotomy and mediastinal lymphadenectomy. The next day, the patient for unknown reasons discontinued his foley catheter - this was unwitnessed. Nurse noticed 2-3 inches of the catheter was not intact. Physician notified, film ordered. Confirmed foreign body visualized at the base of the penis. Patient was able to urinate without difficulty. Urologist consulted and utilized a flexible cystoscope to locate the remaining catheter within the urethra. Grasping forceps were used to remove the catheter. Cystoscopy was then performed again and no other abnormalities were seen within the bladder except for some minor catheter trauma changes. The prostatic fossa was mildly obstructed. Dates of use: 2008.